Event description:
It was reported that the pusle generator exhibited an error upon interrogation. A new programmer was used the device exhibited back up mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed normal battery depletion.